Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars were leaking everytime they put an instrument into the trocars. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.